Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified common iliac artery. The 9x20 mm armada balloon catheter was being used for postdilatation of an omnilink stent. The balloon was deliberately inflated to 18 atmospheres by the physician at which time the balloon ruptured. Resistance was experienced during retraction of the balloon catheter, which resulted in the shaft of the balloon catheter separating, leaving the balloon inside the shuttle sheath. Another armada balloon catheter was advanced into the sheath and inflated trapping the separated shaft and balloon against the side of the sheath. The separated shaft and balloon were retrieved successfully when the sheath was removed from the anatomy. The procedure ended satisfactorily. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the armada 35 percutaneous transluminal angioplasty catheter (ptac) instructions for use states: inflation in excess of the rated burst pressure may cause the balloon to rupture.